Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted the bladder had been ruptured. The ruptured bladder was examined and there were no signs of abnormality found that may have led to the rupture. The reported condition was verified. The cause of the condition was undetermined; however, a possible cause for the bladder rupture may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured; further described as ¿the inner membrane of the diffuser ruptured about 3cm¿. The issue occurred during filling with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.